Event description:
Product analysis for the programming system was completed. The reported failure to program and screen freeze during interrogation was not confirmed. The programming wand, handheld computer and software/flashcard performed according to functional specifications. Continuity testing of the serial data cable and the battery cable passed. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. In addition, no anomalies associated with flashcard software or databases were identified during the flashcard analysis.

Event description:
It was reported that a physician's dell x50 handheld computer was having difficulty performing interrogations. On (B)(6) 2012, the physician's programming system was having difficulty interrogating the company representative's demo generator. A hard reset was performed, and the wand battery light stayed on for 25 seconds. The wand was rotated, and the company representative was able to successfully interrogate her test generator. Diagnostics were performed, and everything was okay. The company representative later reported that day that the system was working intermittently. There were no computers in room, and the connections were reported to be in place. A replacement programming system was provided to the physician, and the programming system with intermittent interrogations was provided to the manufacturer for analysis. Follow up with the company representative clarified that when a hard reset was performed, one interrogation was able to be completed. However, upon the second interrogation, the screen would freeze when it was trying to communicate. Product analysis for the programming system has not been completed to date.

Manufacturer narrative:
Labeled for single use, corrected data: the initial report inadvertently reported that the labeling use incorrectly. Usage of device, corrected data: the initial report inadvertently reported that the usage incorrectly.

Manufacturer narrative:
The initial report inadvertently reported the incorrect date.

Manufacturer narrative:
.